Event description:
The reporter responded to call and made a report regarding dr. (B)(6) fondaparinux needle cover. The reporter mentioned she is prescribed to take the fondaparinux injection for the blood clots in her left leg. The needle cover is made of latex and gave her allergic reaction such as palpitations. She visited the hospital on (B)(6) 2025 and was treated for the same.